Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hrs. The product has not been received for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, customer's cartridge and infusion set had been in use for three days.